Event description:
It was reported that the left ventricular lead exhibited high capture threshold and the patient experienced phrenic nerve stimulation. Lead dislodgement was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.